Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), on (B)(6) 2015 the reporter contacted lifescan france alleging inaccurate high result(s) compared to a laboratory device. No results were given, the patient stated the results had a difference of 15mg/dl. This complaint is being reported because it is unknown if the results meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.